Event description:
It was reported that the patient stated they felt dizzy and short of breath. Upon interrogation of the pacemaker the clinic noted ventricular loss of capture (loc) and pacing inhibition. The patient was sent to the hospital. Upon arrival at the hospital, the pacemaker was unable to be interrogated. Subsequently, a procedure was performed where the device was explanted. A new pacemaker was successfully implanted.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient stated they felt dizzy and short of breath. Upon interrogation of the pacemaker the clinic noted ventricular loss of capture (loc) and pacing inhibition. The patient was sent to the hospital. Upon arrival at the hospital, the pacemaker was unable to be interrogated. Subsequently, a procedure was performed where the device was explanted. A new pacemaker was successfully implanted. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory attempts to establish telemetry were unsuccessful; thus, an initial memory download could not be performed. It was confirmed that the device was not operating in safety mode. The device case was opened, and internal inspection did not reveal any findings. The battery was removed and when attached to external power showed normal current drain. The battery was sent for additional testing that found a depleted cell; however a root cause was unable to be determined as analysis did not find any component issue with the device.